Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
On (B)(6) 2015, t2gtn primary surgery was performed. After that, the patient complained the pain and the nail breakage was found. Then, the revision surgery to t2 femoral nail was performed on (B)(6) 2016.

Manufacturer narrative:
The evaluation revealed the femoral nail, left t2 gtn ø9x340 mm to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified. The received nail is completely broken in the bridges of the most proximal of the distal drill holes. On both surfaces of the anterior bridge ¿ at the distal and proximal fracture part - lines of rest are partly visible running from medial towards lateral direction. Plastic deformation was not found. The surfaces of both parts at the posterior bridge are slightly wavy and mainly rubbed shiny and worn, which was generated by friction between the parts after the breakage due to high load application by the patient. Appearance of damage and the evidences of the breakage surfaces indicate that the nail broke in a fatigue fracture due to overload after an implantation period of approx. 6 months. Neither any x-rays nor any substantive patient data such as weight, height or activity level of the patient are available. Thus, the root cause for the nail breakage could only be assumed to be originated in either delayed healing or non-union, implant overload in an unstable fracture situation or insertion of a nail having a very small diameter (9 mm, which represents the weakest standard nail of the t2-system). A more precise statement is not possible with the minimum of medical information available.

Event description:
On (B)(6) 2015, t2gtn primary surgery was performed. After that, the patient complained the pain and the nail breakage was found. Then, the revision surgery to t2 femoral nail was performed on (B)(6) 2016.